Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06-87 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k number k153730.

Event description:
The customer observed a false negative architect syphilis result generated on an architect i2000 processing module for a 69-year-old male patient who had a history of positive results. The following data was provided. Sid (B)(6); current result = 0.64 s/co & 0.75 s/co, historical results were 1.12 s/co (in 2023) & 1.02 s/co (in 2024). The customer reference range: (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): there was no impact to patient management.